Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. As a result of the evaluation, it is possible that the holding power of the scope mount of the subject device was reduced due to the breakage of the scope mount components. The manufacturer date of the subject device is under investigation at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at olympus service operation repair center (sorc) and found that the holding power of the scope mount of the subject device was reduced. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reduced holding power of the scope mount could not be determined. Olympus will continue to monitor field performance for this device.